Event description:
It was reported that the patient had a coupling problem. The reporter stated that the day prior to the report ¿it got down to a little less than a quarter and the patient lied in the bed six hours and it only got half charged and now we do not see any boxes.¿ the reporter also noted that the patient was charging with the belt on the same day and ¿then the device moved around.¿ the reporter stated that she did not think it was flipped over, but it was moving around. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).